Manufacturer narrative:
The following devices were added to the complaint after the initial medwatch was submitted: cat. No.: 5526b800, triathlon prim bead pa sze8 bp, lot code: s7esa. Cat. No.: 5517f801, triathlon p/a cr beaded #8l, lot code: s3m9t. Cat. No.: 5554l401, triathlon mb patella pa a40, lot code: s8a4d. An event regarding instability involving a triathlon insert was reported. The event was confirmed. Device evaluation not performed as not items were returned. A review of the provided medical records and x-rays by a clinical consultant indicated that the patient had a history of ¿pcl tear¿ and subsequently developed instability after a cr total knee arthroplasty. This was apparently addressed by revision to a posterior stabilized total knee arthroplasty. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. Results of the medical review performed by a consulting clinician indicated the cause of the instability to be patient factors associated with the patient¿s history of pcl tears. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had pain and instability in his knee, therefore pt underwent revision surgery.

Event description:
It was reported that the patient has been having pain and instability in his knee since his surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.